Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition with no asystole and failure to capture during threshold testing. When the lv sensing was turned off, these observations did not occur. The right ventricular (rv) lead provided pacing therapy to the patient and was unaffected by the lv lead observations. Technical services was consulted and offered troubleshooting options. Subsequently, the device was reprogrammed, turning the lv sensing off which resolved the issues. The lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).